Event description:
The reported description notes that the patient monitor failed to alarm for an arterial line disconnect. No patient harm was reported.

Manufacturer narrative:
The reported description notes that the patient monitor failed to alarm for an arterial line disconnect. It was expected that the monitor would alarm when the arterial line pressure limit falls below the pre-configured alarm pressure limit to alert the user. Root cause- no product malfunction identified. The customer indicated that the discrepancy was noted in alarm review. The customer completed a performance test of the cited monitor using a simulator. It was reported that a yellow alarm was produced when the ibp pressure was lowered below the pre-configured pressure limit. The customer verified that simulated alarm events are logged in both event review and wave review. The customer also reports that the bedside/central monitor are reporting/logging other patient alarm events at the correct times. The customer noted that it was possible that the arterial line was not disconnected as there were positive arterial pressure measurement records at the time of the event. Considering all of the available information, the monitor has been verified by the customer to be functioning as intended and the available information from the involved patient does not support that there was an alarm condition for which there was a failure to alarm. The available information from this report does not support a malfunction or any systemic, design, or labeling problem. The IFU labeling adequately describes pressure alarm function. No final communication was requested and none is warranted. No further investigation or action is warranted.